Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Review of the x-rays evidence found nothing indicative of a device nonconformance or a relation between the product and the reported event. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6: swelling/ edema (e2338) is being utilized to capture edema & swelling. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. The litigation alleges elevated metal ions, pain, discomfort, difficulties standing, sitting, walking, climbing stairs and adl, inability to sleep, and limited mobility. X-rays show some lysis behind the cup and a large effusion of the hip with dark fluid consistent with metal ion wear. In addition to what was previously reported the patient was revised to address failed tha with mechanical wear and elevated metal ions resulting in hip pain, limited adl, and walking difficulty. X-ray reported lysis behind the cup, and MRI reported a large effusion of the hip, minimal signs of infection and consistent with metal ion wear. The operative note reported a large effusion of the hip with dark fluid consistent with metal ion wear. Lysis around proximal femur and cup. There was corrosive wear at the head trunnion articulation. Ll shows right leg is 4-6 mm long. Lab result for the metal ions is above 7 ppb. A clinical visit reported the pain, swelling, and tenderness in the right hip joint. Doi: (B)(6) 2009; dor: (B)(6) 2021; right hip.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Initial reporter occupation: lawyer component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had his femoral head revised to a ceramic 28 mm head ball to eliminate concerns of elevated metal ion possibility. Patient is keeping the explant. Doi: (B)(6) 2008. Dor: (B)(6) 2021. Right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.